Event description:
The hospital reported that during a coronary artery bypass procedure, the co2 roller clamp on the blower mister would not release and the co2 was not being delivered; the roller clamp continued to come off at the flow meter. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was minimal evidence of blood on the device. A visual inspection determined that the flow volume controller on the hand piece was damaged as there were two small pieces of plastic coming off of it, one on each side of the controller. Flow testing was conducted on the device. The device did not pass the flow test as no co2 passed through the co2 line. Inspection under a microscope determined that there was a blockage in the tubing near the leur connection. While we cannot conclusively determine the cause of the blockage, it appears that a piece of foreign material migrated into the co2 tubing. Based upon the evaluation results, the reported complaint was confirmed for the blocked co2 tubing. (B)(4).